Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Note: it is unknown if implants reported are saline or gel. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision surgery with unspecified breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Additional information was received 2/11/2020, patient underwent breast augmentation revision surgery with 325cc unspecified saline breast implants experienced bilateral capsular contracture baker grade IV post procedure. As a result, patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).